Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to an unknown cause. The patient was implanted on (B)(6)2022, and had emergent chest opening with attempted placement of a protek duo right ventricular assist device (rvad) on (B)(6)2022. A bedside chest washout was performed on (B)(6)2022 for bleeding. On (B)(6)2022, the patient was transitioned to right internal jugular (rij) rvad followed by centra. It was later communicated that the cause of death was withdrawal of care and right ventricular (rv) failure. The death was not considered to be device related and the device operated as expected. Further information reported that on the 5th day post-operation, the patient had a ventricular tachycardia/fibrillation arrest, a sternotomy, and rv failure. The patient was noted to have minor rv dysfunction prior to the lvad implant. Post operative echos showed normal rv size but reduced systolic function. The right heart failure was not device related. The bleeding was reportedly due to the rvad implant. The device was not returned for evaluation.

Event description:
The cause of the arrhythmia was thought to be the right heart failure. The patient was treated with amiodarone, lidocaine, and suppressant av pacing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists adverse events, including right heart failure, cardiac arrhythmia, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.